Event description:
It was reported that shaft break occurred.during unpacking of a 2.00mm x 20mm maverick balloon catheter, the catheter was found to be fractured at about 75cm from the hub. The procedure was completed with a different device. There were no patient complications nor injuries reported.